Event description:
The patient called to report that she had told her doctor that there was something wrong in may; she didn¿t feel good, but they did not do a revision until (B)(6). The patient had a seroma and there was a leak by her spine. The patient would not provide any identifying information therefore no additional follow-up is possible at this time.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).